Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 563 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer stated that her sister is going to take her to the emergency room to be treated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.